Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing stimulation on non targeted areas. It was also mentioned that patient had a history of falls, unknown if device related. The patient underwent a replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively. Explanted ipg was discarded.